Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat a mitral regurgitation. During preparation, the steerable guide catheter (sgc) failed to hold column. Troubleshooting was performed per instructions for use (IFU), but the sgc failed to hold column. There was no patient involvement. Another sgc was prepared and used with no reported issue. No additional information was provided.